Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic-assisted laparoscopic low anterior resection procedure, while mating the stapler for end-to-end anastomosis, the anvil could not be removed from the trocar with the stapler fully opened, and before firing. The tension on tissue caused by trying to remove the anvil caused rectal tearing. The surgeon tried for 30 minutes to pull off the anvil both laparoscopically and robotically using significant strength and tension. To complete the case and resolve the issue, the proximal bowel was stapled above the anvil to release anvil, surgeon tried to pull stapler with anvil through rectal defect to remove device, and the anvil came off.